Event description:
Materials#: 309605 batch#: 3333004, 3340999, 3324409,3324404. It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: "brown oily substance". Verbatim: hello, to whom it may concern, please see attached for complaint reference #: (B)(4). Starting roughly around 02-15-24 we have seen a large increase in cracked or contaminated syringes as well as contamination found in the tray pack itself. This increase has been seen across the 3ml, 5ml, 10ml ,and 50ml syringes, with the 5ml and 10ml being the most affected. If there are any questions please do not hesitate to reach out and thank you for your time. Attachments: 1st attachment: the complaint itself with information surround the incident(s). 2nd attachment: report from third-party regarding the identification of the oily brown substance found on the syringe. 3rd attachment: spreadsheet with the item and lot number information along with the issue that was found. Remaining attachments are supporting evidence of particulate found in various tray packs. Item number - 309605. Lot number - 3333004 , 3340999, 3324409,3324404. Item description - bd luer-lok syringe convenience tray - 10ml. Issue -extrinsic hair - units rejected. Issue 2 - black particulate and extrinsic hair - units rejected. Issue 3 - brown oily substance. Issue 4 -cracked syringes - multiple occurrences.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Five photos and six samples of five 10 ml trays and one plunger rod of a 10 ml syringe were received by bd. A quality engineer was able to examine the samples and photos regarding item 309605. The first photo shows a loose syringe; an unknown oily brown substance is present on the rib of the plunger rod. Two pictures show a bd tray, one with what seems to be a hair-like particulate and the second one with what appears to be a line of grease. The next photo presents a few 10 ml syringes in a tray with a brown-like loose foreign matter on the edge of the tray. Finally, the last photo presents four 10 ml loose syringes in a 10 ml bd tray; one of the syringes presents what seems to be a hair inside the assembled syringe but outside the fluid path. Five 10 ml trays and one 10 ml plunger rod were received in separate plastic bags. The first bag (p/n 309605 batch 3324404) contained two empty trays. One tray had loose amber foreign matter particulate on the side, and the other had what appeared to be an eyelash inside. The second and third bags (p/n 309605 batch 3340999) were received, one with a loose plunger rod covered in a brown-like color that appeared to be oil and the other with two bd trays. One of the trays had a ball bearing inside it, while the other had a light grease line at the bottom. Lastly, another plastic bag was received with one 10 ml tray (p/n 309605 batch 3333004), and no defects were observed. No broken/damaged syringes or plunger rods were received. The conditions observed are nonconforming per product specification. One manufacturing technician and one molding engineer were interviewed for this investigation. An ftir was performed, identifying that the foreign matter observed in the trays and the plunger rod is most likely hair and oil, respectively. Additionally, the production database, mechanical and electrical records were reviewed along with the DHR. All inspections regarding the foreign matter outside the fluid path (p/n 309605) were completed in accordance with the control plan. No issues were identified that were consistent with the reported defect condition. A requalification for the broken/damaged plunger rod defect was performed during the production of batch 3324404 and in one of the subassemblies of batch 3340999. The process was stopped, the machine was requalified, and the line was entirely cleared of defects prior to resuming production. However, it is possible that a limited number of pieces escaped detection under this condition. The potential root cause for the foreign matter in the tray is associated with the packaging process, while the foreign matter in the plunger rod is associated with the molding process. The following corrective action will be taken: a quality alert will be sent to the plant. Due: 11/30/2024 device history record reviews were completed for provided lot numbers 3333004, 3340999, 3324409, and 3324404 showing no other rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defects. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.